Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) reaching 40 mg/dl. Customer consumed carbohydrates to treat low bg. Reportedly, the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. The customer declined further assistance from tandem technical support regarding the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management. No additional patient or event information was available.